Event description:
Medtronic received with cap detached. Hcp stated on follow up that the pump was changed as a precaution because it was about six yrs old and near end of life, so they just replaced it. There was no pump malfunction.